Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactics quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath contact force ablation catheter, sensor enabled instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure with the patient under conscious sedation, a pericardial effusion was noted. After the right pulmonary veins were isolated and when starting to ablate the left superior pulmonary vein, the patient became hypotensive and an echocardiogram revealed a one centimeter pericardial effusion. A pericardiocentesis was performed in order to stabilize the patient. Ablations were stopped in the left atrium and the cavotricuspid isthmus was ablated for a right atrial flutter. Despite the issues, the procedure was completed with the cavotricuspid isthmus ablation. There were no other performance issues with any abbott devices. In addition, there were no issues with the transseptal puncture or navigating the anatomy.